Event description:
A stryker endopath curved scissors with unipolar cautery was being used in a robotic gynecology procedure. During the surgery, the coating of the instrument scrapped on the edge of an intra-abdominal trocar which caused incidental damage to the coating. The instrument was removed from the surgical field and not used again for the rest of the case. The surgeon did inspect the surgical site and did not see any of the coating from the instrument left behind in the pt. The surgeon had seen the incident happening and he was confident that nothing had been left behind in the pt, and as the coating on this instrument is not metal an x-ray was not needed. Following the surgical procedure, the pt remained afebrile and had a normal white cell count.